Event description:
The customer reported that he jumped in pool while wearing the device, and water under the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.